Event description:
The customer reported that the high-definition 3cmos autoclavable camera head has an unclear display, "grainy image when plugged into stack.". The issue was found at an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
This supplemental report is being submitted to provide the results of the investigation.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The returned device was evaluated, and the user's request of ¿grainy image when plugged into stack¿ was confirmed due to failure in the camera cable. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. Since there is a failure in the camera cable, there is a possibility that the internal ccd is broken. Therefore, it is assumed that normal communication was not possible, which led to the rough images you indicated. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: precautions for disappeared or frozen endoscopic image: - if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Reprocessing: - do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Olympus will continue to monitor field performance for this device.